Event description:
It was reported that the stent delivery system (sds) was crossed to the lesion; however, the sds balloon would not inflate at all. The sds was removed from the patient and the procedure was completed successfully with the placement of two xience v stents. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product revealed that the stent implant was stationary and undamaged on the tightly-folded balloon between the markers. There was blood in the guide wire lumen, inflation lumen and balloon and no visible contrast. As the inflation device used in the procedure was not returned, a new indeflator was filled with water to pressurize the balloon, at which time water leaked out of a hole in the balloon over the distal end of the distal marker. These observations are consistent with the reported information that the stent delivery system (sds) was advanced to the lesion; however, failed to inflate and deploy the stent. The noted hole/tear in the balloon may be attributed, but not limited to, manufacturing, materials, or interaction with accessory devices or anatomy (such as calcification) during use. In this case, clarification from the account stated that the device was successfully prepared prior to use, suggesting that the noted hole/tear in the balloon was not present during preparation for use. As the noted surface balloon tear was distal to and not underneath the crimped stent, it is possible that the balloon material was torn as a result of interaction with an accessory device (such as inner diameter of the guiding catheter) or lesion calcification. Although requested, clarification from the account was not provided on the lesion characteristics. A conclusive cause could not be determined for the noted balloon tear/hole and resulting reported failure to inflate. Analysis also noted two bends in the hypotube. As these bends were not reported prior to or after use, they are not related to the reported incident and consistent with handling during packing/shipment for return. During manufacturing, all stent delivery systems are visually inspected for balloon damage, and a sampling of units is destructively tested to verify rated burst pressure of balloon, visual inspection, and proper catheter preparation. A review of the finished good lot history record revealed no nonconforming material records associated with this lot and lot release testing for this lot associated with rated burst pressure of balloon, visual inspection, and proper catheter preparation met specification. Additionally, a query of the complaint handling database for this lot and the other finished good lot associated with the catheter sub-assembly lot for this unit revealed no other incidents reported for inflation issues or balloon tears/holes. Although a conclusive cause could not be determined for the reported inflation issue/noted balloon tear, there is no indication of a lot specific product quality deficiency.